Event description:
Tutogen medical (B)(4) a wholly owned subsidiary of rti surgical, inc. Initiated an investigation into a complaint reported on (B)(6) 2013. The description of the complaint indicated the patient underwent a breast re-construction (breast cancer) with implantation of a tutomesh bovine pericardium graft on (B)(6) 2013 and a silicone implant was also implanted. It was reported that the patient developed neutrophilic and eosinophilic inflammation. The graft was explanted on (B)(6) 2013.

Manufacturer narrative:
Investigation: the graft was not returned to rti surgical, inc. For eval. Results of investigation: no deviations were noted during the records re-review for lot number(s) nz13080041. The grafts underwent a validated sterilization method; tutoplast which includes terminal sterilization by gamma irradiation after packaging. To date, rti has manufactured and distributed 44 xenografts from the lot with no related complaints. Conclusion: environmental data and records generated during and around the time of processing for the donor did not document negative impact or contamination of these grafts with microorganisms. According to the mfg records the grafts were manufactured to specification.